Event description:
Pt was being supported on an impact 706 automatic resuscitator/ventilator and the pt reported that he/she did not feel like the ventilator support was adequate. The pt was manually ventilated for approximately 30 minutes until a second 706 ventilator could be supplied. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur (the pt's o2 saturation did not drop), we have submitted this as a serious injury event because back-up ventilation equipment was used and it may have become necessary to use this equipment in order to preclude permanent impairment or damage.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be confirmed. A certified performance test was completed with the unit was returned to the end user after it tested within specification.